Event description:
Customer reported a malfunction on the pump with malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level as they were using multiple daily injections while at school. Technical support provided pump reset information and emailed instructions to the customer, who was advised to follow up if the issue persists.